Event description:
Ous MDR - it was reported that approx. 6 weeks after the implantation the lead was explanted and replaced due to artifacts (vt episodes). During the explantation the lead was visually and haptically free of damage.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, mechanically, and electrically. During the mechanical inspection, the mandrin returned with the lead could be removed only against resistance. The analysis showed that residues of coagulated blood within the entire inner conductor helix prevented a problem-free movement of the mandrin. These coagulated blood residues most likely got into the lead during the operation. A new mandrin could be easily inserted into the lead. The analysis did not show any other deviations that could be related to the clinical complaint. The measured electrical values were all within specifications. The fixation was without anomalies. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.